Manufacturer narrative:
(B)(4). Conclusion: (stent graft was implanted in a patient with a pre-operative rupture).

Event description:
A valiant captivia stent graft was implanted in a patient for the emergent endovascular treatment of a 60 mm ulcer in the descending thoracic aorta. The diameter of the proximal thoracic aorta was 28 mm, with 40 degrees angulation. It was reported that the patient presented with pain and was coughing blood. The patient was rushed to the operating room and was rupturing as they walked the patient into the operating room. The stent grafts were successfully implanted; however, the patient expired due to the rupture/bleeding.